Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device had been giving them trouble and had been acting up for years. The implantable pulse generator (ipg) was removed and replaced. No patient complications have been reported as a result of this event.